Event description:
It was reported that the stent deployed prematurely. The 5x40x75mm innova stent was introduced to treat a femoral lesion. The stent deployed prematurely while the safety pin was not yet removed, making it difficult to advance the stent on the guide outside the introducer. The stent was removed and the procedure was completed with another of the same device without any further issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: inspection of the returned device revealed that the safety-lock was securely attached to the thumb-wheel, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. The shaft was kinked at the distal edge of the handle. The stent was partially expanded, a length of 5 mm. . The inner diameter (ID) of the inner shaft was measured at both ends with a calibrated pin gauge set; the ID was .035" at both ends, which is within specification. The guidewire used in the procedure was not returned for analysis; therefore, a .035" amplatz guidewire was used for functional testing. The wire was inserted into the tip of the sds and advanced through the lumen with no unusual resistance until reaching the location of the shaft kink. The wire was then inserted in the proximal end of the wire lumen and successfully advanced through the lumen until reaching the location of the shaft kink. The wire could not be advanced past the shaft kink from the distal or proximal end. There was no evidence of any material or manufacturing deficiencies contributing to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent deployed prematurely. The 5x40x75mm innova stent was introduced to treat a femoral lesion. The stent deployed prematurely while the safety pin was not yet removed, making it difficult to advance the stent on the guide outside the introducer. The stent was removed and the procedure was completed with another of the same device without any further issues.